Manufacturer narrative:
Mandatory medwatch form: mw5058418. Model number on the medwatch form for the ra lead should be 1488tc/52 rather than 2088tc/52 as noted on mw5058418. (B)(4).

Event description:
It was reported that the right atrial lead exhibited an unspecified issue. The lead was explanted and replaced. No additional information was available.